Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the disposable electrosurgical snare's tip was caught onto the fibrous mucosal layer and unable to be removed during a polypectomy procedure. There were no reports of patient harm.